Manufacturer narrative:
During the device evaluation, the printed circuit board was found to be in need of replacement. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the smartpump was turning itself off and dropping pressure, which caused a small amount of bleed through. The procedure was completed successfully utilizing back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.